Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt¿s attorney: (B)(6) 2005 ¿ repair of incisional hernia with composix kugel mesh. On (B)(6) 2007 ¿ presents to physician with some abdominal wall cellulitis around his previous umbilical incision site. There was some fat necrosis but no true purulence. There does not appear to be any extension down to the fascial layer, it appeared to be somewhat superficial. On (B)(6) 2007 ¿ abdominal wall exploration and excision of suture granuloma. On (B)(6) 2007 ¿ office visit notes that cultures taken at the time of the surgery grew out (B)(6). The pt was given a prescription for antibiotics. On (B)(6) 2007 ¿ office visit notes, ¿on inspection there is no evidence of a collection. The previous opening is just superficial at this point.¿ on (B)(6) 2007 ¿ abdominal wall exploration, excision of abscess, excision of infected abdominal wall mesh, and placement of a non-bard graft.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info available, no definitive conclusions can be made. This pt developed a stitch granuloma eighteen months post implant of the composix kugel mesh, which further developed into an abscess and sinus tract down to the mesh. When conservative measures did not clear the infection, the area was explored and the mesh was removed. It does not appear the mesh was the source of the infection, and the mesh was not indicated in the medical records as defective. While there is no indication the mesh was the source of the reported infection, the warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ additionally, no sample was returned for eval. At this time no connection can be made between the reported event and the davol product in question. If additional event and/or eval info is obtained, a f/u MDR will be submitted.